Event description:
During a tlif at l5-s1, surgeon was backing out a screw and a piece of titanium came off of the screw making it sharp. When the scrub tech attempted to reload the screw, the sharp part of the screw cut the tech's hand. The tech continued with the procedure and once it was successfully completed, the pt was tested for hiv and hepatitis and all was negative. The screw that cut the scrub tech was not used in the procedure.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.